Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with a component of columbus knee system. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. Additional information was not provided.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The adverse event is filed under aic reference: (B)(4). Additional information: patient information: a3, a4. Event description updated: b5. Relevant history: b7. D1 brand name, d2a common device name, d2b product code. D4 item information updated. D6a, d6b, implant and explant dates. F9 approximate age of device.

Event description:
An outside law firm reported that a patient experienced issues following a left knee prosthesis that required subsequent medical intervention. According to the operative report dated on (B)(6) 2022, a patient underwent a left total knee arthroplasty for osteoarthritis. The procedure was performed using cemented knee components (aesculap system) with palacos bone cement. The operative report indicates the patient tolerated the procedure well with no intraoperative complications, and the implants were placed with appropriate alignment and stability. According to a subsequent operative report dated on (B)(6) 2023, the patient underwent a revision left total knee arthroplasty due to aseptic loosening of the femoral and tibial components. Intraoperatively, both components were noted to be grossly loose, with no cement adherent to the implants. The components were removed without significant bone loss. Revision was performed using stemmed femoral and tibial components, bone cement, and adjunctive materials including antibiotic beads. Final implantation demonstrated stable fixation with appropriate alignment and full range of motion without instability. The patient tolerated the procedure and was transferred to recovery in stable condition with no intraoperative complications reported. A follow-up clinic note dated on (B)(6) 2025, documents ongoing left knee pain and effusion. Range of motion was reported as normal with maintained alignment. No infection was documented.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Additional information: a section - patient initials.